Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 698 mg/dl was at the time of incident . Customer also stated that current blood glucose level was 127 mg/dl .customer stated that she is not getting insulin. Customer decline for troubleshooting for high blood glucose. Customer also stated air bubble was present in reservoir. The troubleshooting was assisted for the air bubbles. The product will not be return for the analysis..